Event description:
It was reported that increased high voltage lead impedance was observed. The device was sitting at a strange angle in the pocket. The physician repositioned and buried the device further inside the pocket. All electrical measurements were normal. The patient condition was well after the event.